Event description:
Customer states that pump continues to feed at the end of feed. Rate and dose are 50 drops per minute.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming 'no food' (or pump finish dose: alarming 'dose done'). Complaint could not be confirmed.